Manufacturer narrative:
The investigation of the customer's reported issue finds it to be confirmed. The device will not be returned for evaluation, but photographic evidence has been provided. The image exhibits the reported claim however a root cause cannot be established. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found no other similar events reported for this lot number. A two-year review of complaint history revealed there has been a total of 21 complaints, regarding 37 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Also, per the IFU, the user is advised that care should be taken when using sharp and electrosurgical devices. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, conmed canada received notice of reported issues with the trs100sb2, tissue retrieval system, lot 202105145, recently experienced by dr. (B)(6) of (B)(6), on (B)(6) 2021. Information received that during laparoscopic cholecystectomy (performed by dr. (B)(6)), tissue retrieval system bag was placed around gallbladder. While surgeon was attempting to remove bag from patient it started to rip open. When surgeon removed bag from patient, the bag ripped more, and the gallbladder was left inside patient. It is noted there was no impact or injury to the patient and the procedure was successfully completed. Additional information received indicates the gallbladder specimen was completely removed from the patient, no fragmentation remained. No bile or gallstones fell out of the gallbladder. The ¿wound class¿ for the procedure was not changed. The only instruments being used at the time of the issue was just the retrieval bag. There was no resistance in opening/deploying the bag and nothing unusual or of special concern was noted regarding the patient¿s anatomy. Nothing broke off or disconnected from the trs100sb2. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence as the specimen fell out into the patient but was removed.

Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, conmed canada received notice of reported issues with the trs100sb2, tissue retrieval system, lot 202105145, recently experienced by dr. (B)(6) of 3s regional hospital, (B)(6) on (B)(6) 2021. Information received that during laparoscopic cholecystectomy (performed by dr. (B)(6)), tissue retrieval system bag was placed around gallbladder. While surgeon was attempting to remove bag from patient it started to rip open. When surgeon removed bag from patient, the bag ripped more, and the gallbladder was left inside patient. It is noted there was no impact or injury to the patient and the procedure was successfully completed. Additional information received indicates the gallbladder specimen was completely removed from the patient, no fragmentation remained. No bile or gallstones fell out of the gallbladder. The ¿wound class¿ for the procedure was not changed. The only instruments being used at the time of the issue was just the retrieval bag. There was no resistance in opening/deploying the bag and nothing unusual or of special concern was noted regarding the patient¿s anatomy. Nothing broke off or disconnected from the trs100sb2. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence as the specimen fell out into the patient but was removed.